Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving vibratory patient notification alert for non-sustained rv oversensing, lead noise was observed. Noise was not reproducible in clinic with isometrics. There was no other electrical anomaly. Lead was capped and replaced on (B)(6) 2016. There were no complications during the procedure. Patient's condition was good.